Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient discontinued use of the device for unknown reasons. The device was explanted on (B)(6) 2016 due to pain at the implant site.